Event description:
Reporter called to report that she received a letter from abbott as a reminder to put the stimulator in magnetic resonance imaging (MRI) mode when undergoing an MRI. Approximately two months ago, she had an MRI on her neck and did put her proclaim into MRI mode and had the technologist confirm that it was in MRI mode. She had surgery on her neck following the MRI (spinal cord stimulator does not have a surgery mode). After the MRI, the device did turn on but at some point stopped working and device generator gives "unavailable" signal. The device was implanted about 1.5 years ago and had undergone one revision for a lead malfunction. Reporter stated that she will have to go back to surgery in february to have her stimulator replace.